Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Device not returned.

Event description:
It was reported that the cartridge bag "popped." The customer's blood glucose level was 280 mg/dl. Customer changed the cartridge to resolve the issue.